Manufacturer narrative:
The ge svc rep conducted an on site investigation. The reported problem could not be duplicated. The candle sticks were cleaned and regreased. The ma null was checked. The voltage was checked. The sys was tested and operates as intended.

Event description:
The customer reported that the sys displayed a board overload error message. No pt injury was reported.